Event description:
The patient called lifescan in 2005 and alleged that their meter was set to the wrong unit of measurement. Eight days earlier, in the morning, the patient tested their blood glucose and obtained a result of 335 mg/dl, which the patient misinterpreted as 33.5 mmol/l (converted it would be 603 mg/dl). The family member reported that they took their insulin and went into a hypoglycemic coma. There is no information as to the time difference between the patient taking their insulin and going to a coma. The reporter stated "they normally take 17 units of actrapid insulin at 7:00 a.m." They do not take any other type or amount of insulin. According to the reporter, they did not eat that morning; the last time they had eaten was the previous night. The paramedics were called and they obtained a result of 2.1 mmol/l on their meter. The patient was given glucose and taken to the hospital, where they were given more medication. The family member reported they were in the hospital until noon and then were released. They have since visited their physician and the physician recommended the patient perform a lab test. The lab result was 17.3 mmol/l and the meter result was 325 mg/dl (the patient interpreted the result as 32.5 mmol/). When the result of 325 mg/dl is converted (18.0 mmol/l), the comparison falls within the 20% specifications.